Event description:
Product complication: none. Time of complication: post procedure-3/2006, 9 days later, 13 days later, 9 days later, and 3 days later. Date of procedure 3/1/2006, symptoms: left sided numbness, blurred vision (tia), chest pain, anemia, upper gi bleeding, mi and dizziness. It was reported that during a carotid artery stenting procedure on 3/1/2006, prior to the filter and stent implantation, the pt experienced sudden onset of chest pain and hypertension that were treated with meds and resolved prior to filter and stent implantation. After resolution of the experiences the carotid procedure was performed successfully. Five days later, an additional visitt, the pt had experienced left sided numbness and blurred vision (tia) that resolved within 24 hours without treatment. This condition was not pre-existing and it is unk if it was related to the device. Nine days later, an additional visit, the pt was admitted to the hosp for anemia and upper gi bleed, chest pain, bilateral pneumonia and mi. The pt was treated with meds and multiple blood transfusion and discharged home 4 days late. The anemia was pre-existing and not felt to be related to the device. Eleven days later an additional visit, the pt experienced dizzy spells beginning 10 days earlier and stopping on the last visit without treatment. The condition was not pre-existing and it was unk if related to the device. Three days after last visit, an additional visit, the pt required blood transfusion for the anemia. The condition is pre-existing and reported to be continuing. It was not felt to be device related.